Event description:
Per the surgeon's report, this patient's device was explaned in 2006, due to healing problems at the implant site which resulted in necrosis of the skin flap. Plans for reimplantation have not been reported to cochlear.

Manufacturer narrative:
This is a final report.